Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Syringe plunger not in place error was found in pump event history log. Reported problem was able to be duplicated during syringe test. Syringe plunger sensor values stuck on false. The root cause of the reported issue was the q1 chip on the plunger board being loose. Actions were taken to mitigate the reported issue: replaced the plunger board. Performed power up process, occlusion test, and preliminary maintenance.

Event description:
It was reported that the medfusion pump failed the plunger travel test. No patient injury or complications were reported in relation to this event.